Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reported that the cgm indicated blood glucose level was "high". Elevated blood glucose was addressed by a manual injection. Customer continued to use the pump for insulin therapy.